Manufacturer narrative:
This report is submitted on may 28, 2019.

Event description:
Per the clinic, the device was explanted in (B)(6) 2016 due to facial paralysis. The patient was re-implanted on an unknown date.